Event description:
--

Event description:
--

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a device change out procedure. During the changeout procedure, the ra lead became stuck in the device header. The ra lead was surgically abandoned and replaced. The device was explanted and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.